Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. There were some non-sustained tachycardia high rates showing noise on the electrogram. Short interval counts (sic) were noted. Follow-up was performed and it was determined that the electrogram did show noise after the patient had come into close contact with a large magnet and that the patient heard their implantable cardioverter defibrillator (ICD)&#261;vice alert immediately afterwards. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.